Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the connecting strap is torn from the cuff. The end of the connecting strap that attached to the cuff is frayed and there is fraying on the cuff where the connecting strap was once attached. Connecting strap is not missing but is no longer attached to cuff. Note: instructions for use has a warning: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow pt to remove cuff. Discard if device is damaged. Additional or different body or limb restraints may be needed. If the pt pulls violently against the bed straps; to reduce the risk of the pt getting access to the line/wound/tube site; to prevent the pt from flailing or bucking up and down and causing self injury. (B)(4).

Event description:
The customer reported that a pt was able to break free from one of the restraints. The strap at the restraint tore from unit. Nurse staff was able to quickly restrain the pt. The customer reported the product was brand new and that there are no sharp objects that could have contributed to the damages. The customer did not provide the date when this occurred. There was no pt or personnel injury that occurred.